Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Patient continued to bleed around the seal [device ineffective]. Case narrative: this spontaneous report originating from the united states was received from an unspecified consumer via clinical account specialist (cas), referring to a non-pregnant female patient of unknown age. The patient's historical conditions included a "full-term twin pregnancy" which was delivered via cesarean section (c-section). Her gravidity was unknown, but this was patient's first living delivery (considered as primiparous). Her current condition also included hospitalization. Her past drugs/ allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On (B)(6) 2023, the patient was placed with first vacuum-induced hemorrhage control system (jada system) (refer case # us-organon- (B)(4)) which was removed and on the same day, the patient was placed with the second vacuum-induced hemorrhage control system (jada system) via intrauterine route by the attending physician for postpartum bleeding, however, the patient continued to bleed. The suspected vacuum-induced hemorrhage control system (jada system) was removed, and a hysterectomy was performed. Total estimated blood loss was 3,300 ml. Patient also received blood products (further unspecified). Approximately on an unknown date in 2023, the hospitalization was prolonged due to the event. No further information was provided. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not provided. Upon internal review, the event of device ineffective was considered to be serious due to the required intervention. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. This was one of the two reports received from the same reporter regarding the same patient.